Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of noise. During a follow-up, the intrinsic signals were small. Also, the shock impedance has increased but was withing normal limits. Technical services reviewed and discussed some testing options. The local representative has now reprogrammed the sensing vector to secondary. Later, the electrode was explanted and returned.

Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. During a follow-up, the intrinsic signals were small. Also, the shock impedance has increased but was withing normal limits. Technical services reviewed and discussed some testing options. The local representative has now reprogrammed the sensing vector to secondary. Later, the electrode was explanted and returned.